Manufacturer narrative:
The physician employed an independent service technician to repair the sterilizer. We are unable to recover the malfunctioning pcb in order to conduct an investigation.

Event description:
Pcb sparking.